Event description:
New information received notes that the patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was unable to interrogate. The ICD was explanted and replaced. The patient was unknown.

Manufacturer narrative:
The reported event of interrogation anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomaly found.